Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The suction regulator was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.

Manufacturer narrative:
Per the updated information received, the failure occurred during patient use. There was no report of patient injury. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(4). Update to note patient involvement and no patient injury. Updated to indicate no patient injury per the updated information received, the failure occurred during patient use. There was no report of patient injury. Patient information could not be obtained after multiple attempts. Attempts were made as follows: (B)(4). Update to note patient involvement and no patient injury. Updated to indicate no patient injury.

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient injury.